Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete, returned in segments.

Event description:
The initial reporter from the medical investigator¿s office was contacted to clarify the information provided on the return paperwork. The initial reported stated that they do not think that the patient¿s death was related to the device, but they are still pending the toxicology report and analysis of the pump. The laminectomy spondylosis syndrome was in the patient¿s medical history and not after the pump was implanted. The patient had a history of pneumonia and sepsis not related to the pump. The (B)(6) was not related to the pump, it was on the patient¿s elbow and was related to a fall the patient had. She stated that she checked the boxes on the catheter so that the catheter would be investigated, as she did not look into the catheter at all. The catheter was not suspected to be related to the patient¿s death and was completely unrelated to the patient¿s infection. She had no further information to provide until those two pieces of information were completed for her report.

Event description:
The initial reporter from the medical investigator¿s office initially reported that the patient¿s cause of death was unknown. They were still awaiting the toxicology report. They also stated that the patient¿s husband reported that the patient fell ¿all the time¿. They were not sure what was causing the patient to fall. The falls caused an elbow abscess in (B)(6). The patient developed ¿overwhelming sepsis maybe due to the abscess¿. The patient was given antibiotics, ¿sent home, had increased pain, and was found unresponsive. The patient also had pneumonia, renal failure, acute kidney injury, and apnea. The medical investigator¿s office was not sure when the symptoms all started. The patient expired on (B)(6) 2014. The pump was explanted during the autopsy. Per the telemetry strips, the drugs in the pump as of (B)(6) 2014 were baclofen and morphine. The last change made to the pump was (B)(6) 2014 and at that time the reporter stated that the dose per day for the morphine was 4.499 mg/day. On (B)(6) 2015, per the pump managing physician¿s office, the patient had just transferred to their office in (B)(6) of 2014. They refilled the pump then with the morphine and baclofen combination and then they did so again in (B)(6). In (B)(6), they switched her to straight baclofen; the baclofen was compounded baclofen. They had no further information regarding the patient and were not involved with her end of life care. The reporter stated that ¿they were never contact to her knowledge regarding the patient¿s pump and stated that as a result of that the pump should be ruled out as related to the patient¿s cause of death¿. On (B)(6) 2015, the product was received from the medical investigator¿s office. The return paperwork form was completed by the initial reporter. The event/patient history section of the form noted ¿developed sepsis due to elbow abscess¿ and ¿laminectomy spondylosis syndrome¿. The box on the form regarding death was marked ¿patient death ¿ device related¿. The ¿reason for pump removal¿ section noted ¿infection ¿ (B)(6)¿ and ¿device-related ¿ possible continuous infusion¿. The ¿reason for catheter removal¿ section noted ¿break, tear, hole¿, ¿infection¿, and ¿occlusion¿. The comment section on the form noted ¿admitted to hospital. Physician requested morphine to be discontinued. Plan to have device removed after release from hospital. Expired prior to toxicology and device removal¿. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received as of the date of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).